Event description:
Additional information - it was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed an additional episode of non-sustained oversensing on (B)(6) 2021. The patient would continue to be monitored.

Event description:
Additional information reported that the right ventricular lead continued to have episodes of lead noise. The lead was explanted and replaced, and the patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in-clinic for episodes of non-sustained right ventricular over-sensing. Their right ventricular lead exhibited over-sensing noise. No intervention was made. There were no patient consequences.